Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be operating in safety mode, which permanently limits device function. Additionally, it was noted that this device delivered three inappropriate shocks and there was presence of pacing inhibition due to the safety mode. Subsequently, this device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.